Manufacturer narrative:
This report filed february 3rd, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (B)(6) 2015, due to a cholesteatoma. It is unknown whether the patient was reimplanted with a new device as of the date of this report, november 19th, 2015.